Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photos noted that the first returned photo contained a view of a reload. The jaws were open, pushers and staples were visible at the 5cm cut mark. The distal sutures were not released and the reinforcement material was noted to be attached distally. The second returned photo contained an alternate view of the same reload. Visual inspection of the return device noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line. The distal sutures on the anvil and cartridge side were still anchored. The reinforcement material was torn on the cartridge and anvil side of the jaws. During functional testing, the reload was loaded into a representative signia handle, clamshell and adapter. The reload communication with the handle was verified and revealed that the returned reload was used. The reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were p laced, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. It was reported that the device partially fired and the reinformcent material left fragments. The reported issues were c onfirmed. The product analysis noted evidence that the device was not used as intended. This issue of the partial fire condition with interlock engagement can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the reload with the powered stapler, the device partially fired and only progressed to the middle and did not advance further, which caused an incomplete staple line at the distal end. Additionally, the reinforcement material was noted to leave fragments. To resolve the issue, the device was released from the tissue after cutting the remaining sheet at the distal part of the cartridge, and a new reload was used with the same stapling system. There was no patient injury.